Event description:
It was reported that a shuntassistant 2.0 (#fx102t) was implanted according to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complainant device was returned to the manufacturer for evaluation. Same event as med. Watch no: 3004721439-2024-00366.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 is operating within the accepted tolerance in the vertical position, but not within the specified tolerances in the horizontal position. A slower outflow of shuntassistant 2.0 could be determined. Internal inspection: after dismantling of the valve, deposits were found. Results: based on our investigation results, we can determine a slower outflow in the valve. The determined deposits can be named as the cause for the functional deviation . Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.